Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product I: 3387s-40, lot# va0cce6, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0c4xs, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s impedances were high starting a year ago on the left side only. Then in (B)(6) both sides were high and continued to slowly get higher. The reporter supplied the impedance values; the combination of 0 and 3 was 4,936 ohms on the left side and the rest were within normal limits. On the right side 8 and 11 was 6,105 ohms and 9 and 11 was 4,290 ohms, while the rest were within normal limits. There were no falls reported or historical impedances available. The patient had great therapy and everything was fine. There was no numbness, tingling, tremor, or problem walking.